Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was not kept sealed, had a slow leak over time and deflated. The patient was re-intubated and had to go to critical care as a result of the failure.